Event description:
A hoyer lift alleged malfunction. "Per facility aides were closing the legs of lift during transfer. Right leg closed but left leg did not close {left leg of lift moved further out than designed} causing imblance of lift resulting in resident falling out of sling backwards hitting their head on bed side rail and the hoyer lift." No apparent injuries at this time.